Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 01-may-2018. Device evaluation: the device has been returned and evaluated by product analysis on 24-apr-2018 with the following findings: a review of the black box showed evidence in a sudden drop in voltage resulting in a call service 177 low battery warning followed by a call service 128 replace battery alarm. Evidence of moisture was found behind the display lens. The pump powered up with the returned battery cap. The battery cap was able to fully tighten. Unrelated to the original complaint, moisture was found in the display lens, and the battery compartment was cracked below the grip pad. No evidence of moisture contamination was found inside the battery compartment. The current draws were not within specifications. A leak test showed a leak in the display lens. Evidence of moisture was found internally on the transceiver continuous glucose monitoring board and power printed circuit board. The transceiver continuous glucose monitoring board was unplugged and the current draws returned to normal specifications. The high current draw levels were due to moisture contamination.